Manufacturer narrative:
The controller (product ID: 9735824; lot #: 603000070) was returned to the medtronic hardware analysis team. During analysis, it was determined that the returned controller was found to be defective. It would not track instruments and power cycled. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735824, serial/lot #: (B)(4). The computer has been returned for analysis. However, analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that emitter controller is giving a fault and not tracking.